Manufacturer narrative:
Corrected information provided in h.10. The initial MDR report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the incision had to be enlarged but no suture was used.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut in half. One half is split in two areas. The other half of the optic has two deep scratches, one near the edge of the optic on the posterior side and one on the posterior side of the haptic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The cartridge and handpiece was not returned for evaluation. The reported complaint of lens stuck in delivery system could not be confirmed due to only the lens being returned. No cartridge or handpiece was returned. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant surgery, an intraocular lens would not center and the plunger overrode the lens. There was patient contact. Additional information has been requested.